Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer¿s blood glucose was 40 mg/dl because of fill tubing not disconnected from site and customer delivering insulin, carbohydrates were consumed to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.